Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g7,h1,h2,h3 and h6. As reported, the collagen of the 5f mynx control vascular closure device (vcd) was exposed after they attempted to insert the 5f non- cordis sheath. It looked to be partially frayed. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The type of procedure the mynx vcd was used in was a diagnostic coronary procedure. The procedure used a retrograde approach. The deployer was mynx certified. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was moderate. Hemostasis was achieved with another mynx device. The patient was not hospitalized, and patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed, the stopcock was open, the sealant remained in the manufacturing position, exposure to blood, and the sealant outer sleeve assembly was observed to have been kinked/damaged as received. The syringe and procedural sheath were not returned with the device. Per functional analysis, an insertion test was not performed on the returned device due to the damages in the sealant outer sleeve assembly as received, and without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. Per microscopic analysis, the sealant¿s outer sleeve assembly was kinked/damaged, and the sealant was exposed to blood as received. A product history record (phr) review of lot f2028001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves frayed/split/torn¿ & ¿deployment difficulty-premature in patient¿ were confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as excessive force used, may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot # f2028001 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the collagen of the 5f mynx control vascular closure device (vcd) was exposed after they attempted to insert the 5f non- cordis sheath. It looked to be partially frayed. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The type of procedure the mynx vcd was used was diagnostic coronary. The procedure used an retrograde approach. The deployer was mynx certified. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel tortuosity was moderate. Hemostasis was achieved with another mynx device. The patient was not hospitalized, and patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx. The device is expected to be returned for analysis.